Manufacturer narrative:
No balanced phaco tip was returned for evaluation for the report of a metal piece in the patient¿s eye found after the surgery; therefore, the condition of the product could not be verified. A specimen container, with an eye spear tip within the container, was returned for the complaint issue. A photo was also provided as supporting documentation. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. The photo received with the complaint file was reviewed. The photo shows an eye, with what appears to be a piece of metal within the eye. An analysis of the specimen container, including an eye spear tip within the container, was performed. No metallic or metallic appearing particles were present in the sample analyzed. The complaint cannot confirm the presence of a metal particle based on the lab analysis or cannot confirm the phaco tip was the source of the metal particles. No phaco tip was returned. The photo does indicate some foreign material was present within the eye, but this material could not be identified. Possible sources for metal particulate coming from the phaco tip are from the phaco tip hitting another device during surgery, reuse of a phaco tip, or from material not removed during the manufacturing process. Particulate may have also originated from another surgical device. No specific action with regard to this complaint was taken by the manufacturing facility because the root cause for how the particle was generated and what the particle composition is cannot be determined from the evaluation. Phaco tips are 100% visually inspected by trained operators for any foreign material during the manufacturing process and several processes are present to remove any material present on the tip. No additional action is required at this time. The manufacturer internal reference number is: (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided indicating multiple metallic particles were noted on the iris of the right eye, one week after the patient underwent a phacoemulsification procedure, "after resolution of the corneal edema". They were removed via aspiration with help of irrigation/aspiration. The occurrence of the metallic particles occurred during initial use of the device. The patient's outcome of the event is good.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a metallic foreign body was found in the eye after a procedure. The piece of metal was removed from the eye during a secondary procedure on (B)(6) 2017. Additional information was requested; however, none has been received to date.